Event description:
Customer reported experiencing a past low blood glucose event with the lowest level recorded at 49 mg/dl. Cause was not known. Customer took corrective action by consuming carbohydrates and juice. Customer's control-iq feature was active during the event. Technical support recommended consulting a healthcare professional for further discussion on managing blood glucose levels.